Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately seven weeks after a generator change, they experienced an infection in their shoulder. The ICD system remains in use. No further patient complications have been reported as a result of this event.